Manufacturer narrative:
The investigation of vf/vt/af/at, infection/sepsis, product damage (sleeve damage), and saturated flow has been completed. The impella device was not returned for evaluation. Product damage (sleeve damage): due to limited clinical details and lack of product returned, the root cause of the product damage (sleeve damage) cannot be determined. Saturated flow: there was a shift in the ps as well as the purge pressure. The root cause of the saturated flow is most likely due to ingested biomaterial based on data log analysis and the clinical details provided. Thrombus: failure mode added based on data analysis. As the necessary information was not provided, the root cause of the thrombus was not determined. Infection/sepsis: as the necessary information was not provided, the root cause of the thrombus was not determined. Vt/vf: as the necessary information was not provided, the root cause of the thrombus was not determined. B2 required intervention was inadvertently not selected on the initial manufacturer device report number 1220648-2025-28441.

Event description:
The complainant reported that a patient experienced cardiac arrest during impella 5.5 support. Cardiopulmonary resuscitation was performed and both epi and sodium bicarb were given to manage the condition. As support continued, the patient developed an infection of unknown origin. Both bacteremia and candidemia were present at the time of the infection. The patient was given IV meropenem, IV micafungin, and serial blood cultures to monitor/treat the infection. In addition, the central lines and arterial lines were removed. Despite the noted intervention, infections of various degrees remained intermittent throughout support. It was additionally reported that the anti-contamination sleeve was torn. The sleeve was secured via tape and support remained uninterrupted. Forty-six days into support the patient had run of ventricular tachycardia (vt). The patient received one shock in response to the vt. A week later, the patient again had a short run of vt treated with a shock. Roughly 108 days into support, a spike in motor current was encountered and saturated flows were identified. In response to the malfunction, the decision was made to withdraw care and the patient passed away.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿